Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital for a scheduled lead revision to address perforation. The lead could not be repositioned due to poor helix function. High pacing threshold and low r-wave amplitudes were also observed. The lead was explanted and replaced instead. The patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.